Manufacturer narrative:
The device involved in the event will not be returned for evaluation. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Literature citation: doi.org/10.1016/j.avsg.2019.06.045. Device remains implanted.

Event description:
Published in the annals of vascular surgery, available online 16sep2019, doi.org/10.1016/j.avsg.2019.06.045 titled ""mid- to long-term outcome results of the ovation stent graft." The patient was initially implanted with the ovation abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on an unknown date. The patient was reported to have narrowing of the aortic bifurcation. Eight (8) days post-operatively, the patient was present at the emergency department with claudication from the left side. A computed tomography angiography (cta) revealed compression of the left limb. The patient was successfully treated by kissing stents, two (2) advanta v12 ( non - endologix) stents. No further information is available. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient was not provided.